Manufacturer narrative:
An event regarding wear involving an unknown implant series ii liner was reported. The event was confirmed. Medical records received and evaluation: a review of the provided x-ray images by a clinical consultant indicated: presumed pre-operative x-ray (not dated) demonstrated the head of the press fit femoral component to be eccentrically and superiorly positioned within the acetabulum. The locking ring of the acetabular liner is also displaced indicating damage consistent with advanced wear. The femoral stem and acetabular shell are in their expected position and orientation and appear well fixed. The primary harm involved is implant wear leading to revision surgery 17 years after implantation. No evidence for implant material, design or manufacturing is present. Conclusions: the investigation confirmed the reported of event of wear. Clinician indicated that the displaced locking ring of the liner indicates damage consistent with advanced wear. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
As per sales rep, patient was implanted approximately 17 years ago. The c-taper head and liner were changed due to wear. The catalog and lot number of the liner are not readable. Left hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As per sales rep, patient was implanted approximately 17 years ago. The c-taper head and liner were changed due to wear. The catalog and lot number of the liner are not readable. Left hip.